Manufacturer narrative:
(B)(4).when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, misformed clip, slipped from the tissue and fell into the patient. The piece could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.